Event description:
It was reported that during an interventional procedure of the right coronary artery (rca), a pt with acute myocardial infarct and heavily calcified artery was attempted to be stented with a 2.5 x 12 mm xience v. The physician was advancing the stent delivery system (sds) across the target lesion when the stent implant dislodged off the balloon past the lesion. Several retrieval attempts were made but were unsuccessful in retrieving the stent. The stent was deployed in the mid rca. The pt received approx 5 add'l stents during the procedure; the pt was reported in stable condition. There was no reported pt sequela. No add'l info was provided.

Manufacturer narrative:
(B)(4) - recent acute myocardial infarction - (B)(4). Eval summary: eval of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen, on the entire length of the sds, and contrast in the inflation lumen and on the shaft. This is consistent with preparation and use inside the body. It was confirmed that the stent implant was dislodged from the balloon and not returned. However, crimp marks were visible on the loosely folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture and that the balloon had been at least partially pressurized. Stent dislodgement can be influenced by many factors including, but is not limited to improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that during advancement in the heavily calcified lesion, positive pressure may have been inadvertently applied to the system causing the balloon to slightly expand and dislodge, however, a conclusive cause cannot be determined. The dislodged stent was ultimately deployed in the mid rca, after several unsuccessful attempts to retrieve the stent. There was a kink in the shaft 1.1 cm distal to the guide wire exit notch and multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedure or possibly as a result of packaging and shipment back to abbott vascular for analysis. Reportedly, the pt presented with an ami. It should be noted that the xience v instructions for use (IFU) states: "the safety and effectiveness of the xience v stent have not been established for subject populations with recent acute myocardial infarction (ami) or evidence of thrombus in the target vessel." A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this report. Additionally, on-line test data for this lot shows all units passed the mfg criteria. This suggests that there are no lot specific product quality deficiencies. A definitive cause of the stent dislodgement could not be determined. The subsequent kink and bends in the shaft appear to be related to operational context. All sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.